Manufacturer narrative:
This report is filed on october 05, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved; subsequently, the device was explanted (B)(6) 2016. The patient was re-implanted with a new device on the contralateral side during the same surgery.